Event description:
It was initially reported that the pt has been having an increase in seizures since her recent generator replacement. The physician felt the increase in seizures was related to not having the correct settings but the pt did not want the settings adjusted to see if the seizures improved. The pt recently had her device disabled and since disablement she has gone back to normal. There had been no additional adverse event reported. The pt requested to have her generator and lead explanted. The pt had her generator and lead explanted. Good faith attempts for product return have been unsuccessful to date.